Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that they were shocked twice by their implantable cardioverter defibrillator (ICD) while in the pool. The patient called the clinic and was told that an outside source caused the shocks. The patient stated that their left arm and chest were sore and felt a burning sensation after being shocked. It was also reported that a year prior, the patient was previously shocked in their pool, and it was due to an outside source of interference, potentially the light fixtures in the pool. Since then, the pool lights were replaced with new fixtures, but during the most recent shocks, the patient noted that they were swimming closer to the lights. The ICD remains in use. No further patient complications have been reported as a result of this event.